Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6) implanted: (B)(6) 2014 explanted: product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received from a healthcare provider via a clinical study regarding a patient receiving compounded baclofen and compounded hydromorphone via an implantable pump. It was reported that on (B)(6) 2025 the patient reported redness, pain, and itchiness at the pump site. The relationship of the event to the device or therapy was not related and the relationship of the event to the implant procedure was noted to be a causal relationship. They were just over two weeks post-pump replacement for normal end of battery life. Examination revealed some inflammation that appeared to be from the staples with a small area that appeared to be opening slightly to which steri-strips were applied for reinforcement. The clinical diagnosis was pump site dehiscence. On (B)(6) 2025 the patient reported worsening pain at the site. Examination reveals the incision was non-erythematous but it did have areas of dehiscence. Steri-strips were applied to the site. On (B)(6) 2025 the patient presented to the emergency department. The event was ongoing. Additional information received from the healthcare provider via a clinical study indicated that the patient had swelling at both the abdominal and lumbar incision sites. The patient was started on antibiotics and admitted. The neurosurgeon later contacted the clinic reporting he explanted the pump and a segment of the catheter secondary to infection.